Event description:
It was reported that the patient had an infected hip. The devices were explanted and stryker spacers was used.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-60g, lot # 45050201, description: trident psl with purefix ha 60mm; cat # 6720-0535, lot # 43814601, description: size 5 accolade ii 132 deg; cat # 6570-0-236, lot # 44826602, description: delta v-40 ceramic head 36/+5; cat # 2060-0000-1, lot # mmm50d, description: acetabular dome hole plug; cat # 2030-6525-1, lot # mmp62m, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a trident liner was not confirmed.

Event description:
It was reported that the patient had an infected hip. The devices were explanted and stryker spacers was used.